Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the cdh29 instrument did not staple the area or cut the tissue. A cdh33 instrument was used to complete the case. There was no consequence to the pt.